Manufacturer narrative:
(B)(4).

Event description:
The event was received from (B)(6). The medtronic rep was present at the case. The sizing information was provided. The films were requested. The stent graft remains in the patient. The delivery system was discarded. An endurant ii stent graft system was implanted for the endovascular treatment of a 6.5 cm diameter abdominal aortic aneurysm. Proximal aortic neck diameter was 26 mm, with a length of 22 mm. It was reported that the physician implanted the stent graft. Following the procedure, an angiogram revealed a type ia endoleak. Touch up was performed, with no effect. The physician determined the leak to be minor, and decided to treat it with protamine. No additional clinical sequelae were reported and the patient will be monitored. The physician commented that it was a slight amount of endoleak so that it would be resolved soon. .